Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h4, h6, h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The reported issue was determined to be unrelated to the device. The hospital determined that the problem was caused by its own compressed air supply installation. The device and the accessories that were initially delivered are now functioning normally. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: greece. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during pre-testing for demonstration the air dermatome was not functioning correctly. It underperformed and experienced interruptions when it was connected to the air supply via hose. The hose was used on a separate air dermatome and that dermatome worked correctly, eliminating the hose as contributing to the event. There was no patient involvement with no harm or delay reported. No additional information is available. Diligence is complete. No adverse events were reported as a result of this malfunction.